Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: according to the information received, it was reported that was reported that the primary package of the suture was found damaged prior to use. The product was returned to ethicon for evaluation. The returned product determined that it was received one unopened overwrap that pertained to the product code mb66g. During the visual assessment of the overwrap packet, it was noted that the needle was out of the primary packet. In addition, the overwrap packaging was examined, and the sterile barrier was not compromised. In addition, a photo was provided with the same condition as the received sample. Based on the information currently available, a needle out of the folder/tray was identified in the sample during the visual inspection of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2024 and suture was used. It was noted that the primary package was damaged prior to use. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.